Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl, clonidine, and compounded baclofen via an implantable pump. It was reported the patient reported worsening pain and spasticity, on (B)(6) 2021, following it rate decrease. The clinical diagnosis was decreased therapeutic relief following it rate decrease. No changes made to the it rate, as this was a telehealth visit secondary to covid-19. On (B)(6) 2021, the patient had persistent pain. The patient's pump was refilled with doubled concentrations of fentanyl, clonidine, and baclofen - but the concentrations were inadvertently not updated to the programmer, so the daily rate of all three medications were inadvertently doubled (the patient reported no side effects to increase). On (B)(6) 2021, the patient continued to report worsening spasticity and pain, but the it rate was decreased, as it was previously doubled. On (B)(6) 2021, the patient reported uncontrolled pain. The it rate was increased, on (B)(6) 2021, secondary to persistent pain. On (B)(6) 2021, the patient noted the it pump adjustments were not helpful. No changes were made at that appointment. It was indicated the event was related to the device or therapy and related to the decreased dose of fentanyl, clonidine, and baclofen. The issue was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the software version was not collected. The cause of the pump not being updated was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported a pain score of 10 out of 10. On (B)(6) 2021 the patient reported a pain score of 10 out of 10. On (B)(6) 2021 the pump was reprogrammed where they were rotated from simple continuous to flex programming. On (B)(6) 2021 the patient reported efficacy with current regimen. The outcome of the event resolved without sequelae on (B)(6) 2021.